Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that infusion fluid didn't flow through the prm/n35/std/50cm. This occurred 2 times during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "infusion fluid didn¿t flow; when the product was replaced, fluid flow was confirmed."

Manufacturer narrative:
H6: investigation summary the actual product was received and checked, no abnormalities such as clogging or deformation were found. The mixed injection part of the terumo chemo safe infusion set has a mechanism in which the rubber valve is pushed into the tip of the male luer connector to open and pass the liquid in the center. However, compared to the fasir system and q site, the opening is small and the opening force is weak, so even the slight unevenness of the tip of the male lure connector within our quality standard is circular. It was found that the rubber valve may not open due to the catch of the lure. Variations during manufacturing such as the repulsive force of the rubber valve and the surface condition of the upper surface, variations during manufacturing of the tip of our male luer connector (slight unevenness) (within our existing quality standards), and being inserted straight and pushed in when connected. It was presumed that this was caused by the event that the liquid did not pass when the conditions that the rubber valve was difficult to open overlapped. If this product was included in the proposed route, it was presumed that it was blocked due to incomplete connection of the upstream face seal injector of this product. At our company, we will improve the tip (mold) of the male lure connector, and until the completion, we will select parts with a smoother tip and use it for this product. When connecting to the terumo chemo safe infusion set. It is important to insert the male luer connector into the mixed injection part while tilting the tip slightly to assist the opening of the rubber valve. No anomaly found on DHR h3 other text : see h.10.

Event description:
It was reported that infusion fluid didn't flow through the prm/n35/std/50cm. This occurred 2 times during use. The following information was provided by the initial reporter, translated from japanese to english: "infusion fluid didn¿t flow; when the product was replaced, fluid flow was confirmed."